Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was not returned. Therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years, since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time, because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user facility that during the laparoscopic gastrointestinal surgery, the power of the monitor oev261h turned off 5 minutes after the start, and the main body blacked out. It could not be resolved even though it was restarted. The subject device was used in combination with oev261h and wa50042a. The user replaced the otv-s190 with another device and completed the procedure. There was no report of patient injury associated with the event.